Event description:
Device 2 of 4. Reference MFR report#s: 1627487-2012-05136, 05138, 05139.

Manufacturer narrative:
Eval results: the ipg was received without instrument marks on the can. Visual inspection of the exterior of the ipg revealed the bottom septum was slightly cored. The coring was consistent with the implant procedure. The bottom setscrew was loose and out of the connector block. The loose setscrew was reinserted into the block and securely seated. Various lab leads were successfully inserted and secured into the header. The ipg successfully communicated with a test programmer. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.